Event description:
It was reported that the wire tip detached inside the patient. A 300cm v-14 control wire was selected for a procedure in the tibial artery. During the procedure, the wire tip detached inside the patient. The tip was then removed with a snare. Nothing was left inside the patient. There was no harm to the patient. It was further reported that the 300cm v-14 control wire was selected for use in a tibial occlusion procedure. During withdrawal of the wire, the tip detached. The procedure was finished with a new wire which was the same model.

Manufacturer narrative:
Device analysis by MFR: the returned device had the polymer tip detached. The damaged section was located approximately 298 cm from the proximal end. The detached section of the device was not returned. The distal tip was kinked. No further damage was found on the device. Dimensional inspection was performed and the overall length could not be performed due to device condition (polymer tip detached). The od of the distal tip, middle of the device and the proximal section was found within specification.

Event description:
It was reported that the wire tip detached inside the patient. A 300 cm v-14 control wire was selected for a procedure in the tibial artery. During the procedure, the wire tip detached inside the patient. The tip was then removed with a snare. Nothing was left inside the patient. There was no harm to the patient.